Event description:
It was observed during the device evaluation, that the colonovideoscope exhibited foreign material in the device nozzle. There was no patient involvement, and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, the foreign material observed in the device nozzle was not identified, and a definitive root cause of the issue could not be determined, however, it is likely that the customer may not had cleaned/reprocessed the device in accordance with the IFU. The event can be detected/prevented by following the device IFU sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.